Event description:
It was reported the printer is broken. The programmer was returned for repair. It was also reported the rf (radio frequency) heads are broken. The rf heads were returned for repair. The rf heads were analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the device only interrogates an implantable device when the cable was moved. The cable was out of electrical specification. Product ID 2090w programmer; product ID 229047 analyzer; product ID 2067 radiofrequency head. (B)(4).